Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juduf608 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (juduf608) have been reported from the same facility.

Event description:
It was reported that the IV tubing cap would not tighten which caused leaking. It was stated this occurred with two devices. This report addresses the first device.